Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 40-year-old female whose impella cp device was removed. A subtotal occlusion of the femoral artery was noted. The patient had adequate distal flow and was supported with an intra-aortic balloon pump. No additional information was provided.